Event description:
It was reported during a hospital inspection that the cardiosave intra-aortic balloon pump (iabp) failed the pim leak test. No patient involvement was reported.

Manufacturer narrative:
Due to character limit in block e1 full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4 , g3, g6, h2, h11. Corrected field: h6 (type of investigation).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) determined the suspected cause to be a faulty safety disk (0202-00-0140). The safety disk was replaced and operation was checked.

Event description:
N/a.